Event description:
It was reported that the ventilator did not operate at 100% oxygen setting and ventilation stopped. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 4 hours even when o2 concentration was on 100%. It passed another pre-use check after ventilation without any issue. The reported issue could not be reproduced. However, it was noticed by visual inspection that pc1880 and the solenoid were contaminated with vaporized liquid. The affected components control the gas module's air flow, which can lead to wrong o2 mixture. A liquid contamination on electronics can lead to a short-circuit and ventilator malfunction. The source and the type of the liquid are unknown. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).